Manufacturer narrative:
Reported event:  an event regarding  infection involving an unknown insert was reported. The event was not confirmed.    Method & results:  device evaluation and results: not performed as product was not returned.   Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information & sterile lot code information was not provided.  Conclusion:  all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   Catalog numbers and lot codes of other devices listed in this report: unknown, size 29 patellar component, lot unknown, 5520-b-600, triathlon prim tib baseplate - cemented, lot d373eb, 5516f602, triathlon p/a ps beaded #6r lot h9b2y it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right knee due to infection. All components were removed and a spacer was placed. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.